Event description:
It was reported that the patient presented with unstable angina and a non-st elevated myocardial infarction (stemi) which occurred two hours prior to the procedure to treat a mildly calcified lesion in the proximal left anterior descending (lad) artery with unstable plaque. Pre-dilatation was performed with a 3.0x15mm compliant balloon and a 3.5x28mm implant was deployed in the proximal lad. The patient came back after 10 days, complaining of severe chest pain and was rushed to the cath lab. Angiography was performed and found the 3.5x28mm implant totally occluded due to restenosis. Treatment was attempted with placement of a multilink 8 bare metal stent inside the implant; however, the patient died on the table. Per the physician, the use of the multilink 8 could not have caused the death of the patient but rather it was caused due to restenosis with the earlier stenting and tried to recanulize; however, it was too late. It was confirmed that the patient was compliant with the dual anti-platelett therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the instructions for use (IFU) as a known potential adverse event. A cine file, sent with the case, was reviewed by an abbott vascular physician. Based on the information reviewed a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.